Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in common device name and premarket identification. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2025).

Event description:
It was reported that during preparation for an angioplasty procedure, the filter allegedly fell on the floor and making it unclean. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: d4 (expiry date: 04/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter allegedly fell on the floor and making it unclean. It was further reported that another device was used to complete the procedure. There was no patient contact.